Event description:
It was reported from an online obituary that the patient passed away. The patient died in his nursing home after a lengthy illness. Review of the generator and lead device history records showed that all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
Follow up with the patient¿s servicing funeral home showed that it was exceedingly unlikely the patient¿s vns was removed prior to his burial. Their process is to not necessarily search for devices in patients to be buried, but their records do not have any official disposition. No additional pertinent information has been received to date.